Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated that insulin flow blocked when she tries to rewind and load a new reservoir, the alarm re-occurs the reservoir was more than half full, the fill tubing stops and alarms, this has happened multiple times she also tried with a new reservoir and the alarm still occurs during fill tubing. Customer stated the insulin did exit. No harm requiring medical intervention was reported. Customer stated the pump alarmed insulin flow blocked. Pump alarmed at 2.1 units of insulin. The customer was assisted with troubleshooting. The device will be returned for analysis.